Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Additional information provided: per patient-severe reaction to surgical glue, dermabond, googled it, I am going to go to an allergist, reaction all over stomach rash, under breast, below my belly button, square, robotics, the take gallbladder, 4 little incisions, super swollen, been able to bra just now, (B)(6) was the surgery hospital, a day after surgery, rash developed, retired lawyer, allergic reaction, doctor saw me, said I was allergic to "crazy glue." Yesterday (B)(6) 2024 started to feel normal, getting better finally. Patient has had previous procedures with no issues with the exception of when she had skin cancer removed on her back and she had a reaction to the bandage they used to put over it. Patient stated that warm water over the rash gave an her an odd sensation. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of your reaction? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a robotic laparoscopic cholecystectomy procedure on (B)(6) 2024 and topical skin adhesive was used. Post-op, patient broke out into a rash over her entire stomach. From under her breast down to her groin. The four incisions were a little open and a discoloration could be seen. Surgeon suggestion cortisone cream and benadryl. Adhesive was not removed. Patient requested a prescription for a stronger cortisone cream but her doctor would not prescribe it. Reaction took over a month to heal. The incisions are healed but still red around them but not itchy. Patients belly button is still red and doesn't feel or seem normal yet. Additional information has been requested.